Event description:
I became pregnant despite being told my tubes were closed and denied birth control pills as a back up. I have continued to have severe stabbing pains that were not present prior to having essure placed. I also struggle with hives as well since having had the essure procedure.